Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that stent damage and advancing difficulties occurred. The target lesion was located in the circumflex artery. A 2.25 x 24mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut was damaged and the device was failed to be delivered. Plain old balloon angioplasty was then repeatedly performed, and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported. However, returned device analysis revealed shaft polymer extrusion detached.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.25 x 24mm stent delivery system (sds); catheter was returned for analysis. Examination of the crimped stent via scope found evidence of damage with mid to proximal struts bunched. The undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner/outer lumen found a break 7cm from the tip in the distal extrusion. Device could not be loaded and tracked onto 0.014" guidewire due to tip and stent damage.